Event description:
It was reported that the pump's quick bolus and wake button was difficult to press, requiring multiple attempts to activate the screen. There was no adverse impact to the customer's blood glucose level. Technical support advised the customer to use a specific finger positioning technique to operate the button and confirmed the pump's display could eventually turn on. Despite this, the issue persisted, and technical support decided to replace the malfunctioning pump. The customer was instructed to continue using the current pump until the replacement arrived.